Manufacturer narrative:
An event of explant due to regurgitation, palpitations, heart failure, stomach symptoms and torn and perforated cusps was reported. All three cusps contained tear like defects; however, some of the defect sites were consistent with incisions. Due to this damage of unknown origin, it was difficult to ascertain the extent of the tears prior to explant. Superficial collections of gram positive cocci were present on cusp 3, without associated inflammation. This was interpreted as contaminant. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site or the site available was consistent with incision. The cause of the leaflet tear could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, an abbott sizer was used and a 19mm epic supra valve w/flexfit was successfully implanted with non-everting mattress sutures technique with spaghetti-type pledgets in the patient with comorbidities of atrial fibrillation and hypertension. Three months post-procedure, mild aortic regurgitation (ar) was confirmed in the patient. The ar worsened to moderate and in (B)(6) 2020 the patient began to experience palpitation and heart failure. In (B)(6) 2020, the patient experienced stomach symptoms and on (B)(6) 2020, the epic supra valve was explanted and replaced with a 19mm inspiris resilia aortic valve (manufacturer: edwards lifesciences). Upon explant, a tear on the noncoronary cusp (ncc) and a perforation on the right coronary cusp (rcc) were confirmed.